Event description:
The pt reported that the combo bolus screen does not always appear on the display screen after he selects the combo bolus setting in the bolus total screen. He stated that the pump delivers the combo bolus even though it did not display on the screen. He noted that the percentage and duration are not always correct. The pt reported that he monitored his blood glucose and bolus delivery closely and has not experienced blood glucose excursions due to this alleged problem.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.